Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they were in a panic and they woke up on their back, it was so sweaty and itchy that they started to move around to itch it and now they thought they had dislodged the leads. The patient reported that they would get a sharp burning pain in the back at times and they were feeling the stimulation outside of the bicycle area on their back. The patient stated they were so groggy and doped up the day prior to the call that they did not start any data collection. The patient reported on (B)(6) 2019 that they needed to take pain medication the night prior to the call and that they were pretty uncomfortable. On (B)(6) 2019 that patient¿s wife stated that they had blood on their bandage on that morning of the call. The caller stated they felt no pain and that it was just a tingling sensation. The patient was currently on the left side and comfortable at .5. There were no further complications reported.